Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient with extensive cardiac history presented to primary care with chest pain and was found to have heart block and st elevation. Transferred to hospital and taken directly to the cath lab where multivessel occlusion was identified. Impella cp was placed; surgical intervention was declined due to a heavily calcified aorta. Shortly after ICU arrival, the patient developed agonal respirations, hypotension with suction alarms, and had cardiac arrest requiring one round of CPR with successful return of spontaneous circulation (rosc). Returned to cath lab for attempted pci, which could not be completed. Back in ICU, loss of pedal pulses on the impella side prompted vascular and cardiac surgery consultation, and escalation to impella 5.5 occurred in the or. Tte showed underfilled ventricles; fluids and blood products were given. On (B)(6) 2025, pci to multiple vessels was successfully completed. Impella was removed without incident on (B)(6) 2025. Initial symptoms most likely secondary to acute mi and not the impella device.

Manufacturer narrative:
Section d4 serial number was corrected.